Event description:
Pmi received an "in-process event summary" from distributor on 5/8/1998 but it did not give enough of a description of the event. Pmi received another "in-process event summay" from distributor on 6/8/1998 which stated: distributor received info that this lead was capped due to oversensing and insulation damage. Another possis lead and two large patch leads were also capped at this time. The leads were replaced with a new lead model 125. Leads were capped and abandoned in the pt.